Manufacturer narrative:
Other relevant device(s) are: etlw1620c124ej sn (B)(4), expiration date: 2018-12-07, UDI # (B)(4), etlw1616c124ej sn (B)(4), expiration date: 2018-05-18, UDI # (B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 4.46 cm abdominal aortic aneurysm. It was noted that the patient had a ¿shaggy aorta¿ and the sales rep cautioned the physician to be careful when controlling the wire. It was reported that, during the implant procedure, the wire was not advanced beyond the celiac area and the procedure was completed as planned without issue. However, migration of thrombosis to the left fifth toe occurred post implant and blue-toe syndrome was confirmed. The physician elected to remove the fifth toe and the patient has been making progress toward recovery. The physician stated that the cause of the event was due to patient anatomy. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.